Manufacturer narrative:
The history log showed the pad-pak was first installed successfully on 17th february 2011 and performed to specification up to 22nd december 2013. On (B)(6) 2013 the device recorded 3 manual power ups of 10 minute durations and a fourth of nonsensical duration. At this point the red led was illuminated and a beep emitted. This would have alerted the user to the fault. There are no further log entrees recorded and the user accessible memory had no data recorded suggesting the log had been erased sometime after the 24th december 2013. The returned pad-pak was inserted into the device and displayed a flashing red status led and a failure chirp. The device failed to power on by pressing the on/off button and also had pad placement and stand clear leds constantly illuminated. This indicates a fault. A test pad-pak was inserted with the same outcome. Investigation found corrosion on the membrane tail. This resulted in a short in the on/off circuitry causing the device to switch on automatically and resulted in a microprocessor failure. The returned pad-pak was capable of delivering a test shock during testing and would indicate the returned pad-pak had not been continuously installed in the device from the time of the failure, as a device in fault mode would accelerate the depletion of an installed pad-pack. There is no further information available regarding the sca and ECG data. The absence of any information after the fault occurred in (B)(6) 2013 would suggest the user ignored the red led and beep and removed the pad-pak from the device.

Event description:
There was a patient involved in this event. This device scenario did not progress during event.